Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. Additionally, the pump user guide instructs the patient to confirm that the time and date are correct on the pump when the pump is rebooted for any reason. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/29/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box shows on (B)(6) 2013 at 22:01 the time and date reset to default after rebooting. The time and date was then set to (B)(6) 2013 00:00. A manual date changes was observed on (B)(6) 2013 at 07:45 to (B)(6) 2013 07:45. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the complaint, investigation revealed a discolored and faded display. The display was replaced with a test display and the contrast returned to normal with no signs of discoloration.

Event description:
The patient contacted animas on (B)(6) 2013 reporting blood glucose levels as high as 20 mmol/l with increased thirst and urination and as low as 3.2 mmol/l with no reported symptoms. The patient reported that the blood glucose excursions started about 1 week earlier around the time of the last battery change. The patient reported that the time and date reset to factory default upon the battery change. Customer support walked the patient through correcting the time and date on the pump. This report is made based on the allegation that the patient experienced erratic blood glucose while using insulin pump therapy.